Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the reported event. The pressure transducer printed circuit board (pcb) was found broken and the batteries were expired. The pressure transducer pcb and the batteries replaced with the new ones and the ventilator passed all the safety and functional tests and returned to clinical use. No logs were provided and the broken pressure transducer pcb was not sent to our further investigation and kept by the customer. Due to lack of information, the root cause of the broken pcb could not been identified.